Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the cartridge was cracked. The customer changed the infusion set and cartridge and resumed insulin.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.